Manufacturer narrative:
Correction to b5 and h6 due to additional information received. The device was not returned and there was no imagery provided by the facility for investigation. However, a device history report (DHR) review was done. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through this investigation. In addition, the event does not allege a labeling issue or a device related infection. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, complaint was confirmed from review of medical records. Based on the limited information provided, the root cause for the valve degeneration approximately 6 years post valve implant could not be confirmed, but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process (ckd). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per the field clinical specialist (fcs), a patient with a previously implanted 26mm sapien xt now has aortic insufficiency and paravalvular leak. Per medical records review, approximately 6 years post tavr the patient was referred to the emergency room with new york heart association class 4 symptomatology of acute on chronic diastolic heart failure. An echocardiogram performed as an outpatient revealed severe paravalvular leak. Echocardiography performed revealed severe left ventricular hypertrophy and normal left ventricular function. The bioprosthetic aortic valve had a mean gradient of 20 mmhg valve with reduced excursion noted. The valve area measured 1.28 cm2 with leaflets mildly thickened with severe central aortic insufficiency. A valve-in-valve procedure was done with a 29m non-edwards bioprosthetic valve successfully implanted. The patient was stable at the end of the procedure.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), a patient with a previously implanted 26mm sapien xt now has ai and paravalvular leak approximately 5 years 10 months post implant. They are currently discussing how they want to treat the patient. The patient will most likely be treated with a sapien ultra. No additional information is available at this time.